Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the target lesion was located in the obtuse marginal branch off of the circumflex artery, which was mildly tortuous and mildly calcified and had a 90% stenosis. A 2.5 x 15 voyager rx was advanced to the lesion and inflated up to 8 atmosphere, but the pressure of the indeflator did not increase at the second inflation. The device was changed a new 2.5 x 15 voyager because leaking of contrast media was confirmed under cine. The physician commented that "a configuration of rupture was pinhole". Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx voyager noted the balloon was loosely folded. A new indeflator was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole in the middle of the balloon 6 mm distal to the proximal balloon marker, confirming the reported information. There were multiple longitudinal scratches surrounding the pinhole. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the patient anatomy was mildly calcified which likely contributed to the difficulties experienced. It is likely that the balloon material was damaged (scratched) during interactions with other devices, or the patient anatomy, such that the balloon ruptured upon the second inflation at 8 atmosphere (atm), which is below the rated burst pressure (rbp) of 14 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.